Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The distributor alleged that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/29/2013 with the following findings: the keypad cover was found to be peeling off the pump between the up arrow button and contrast button. During testing, all keypad buttons were found to be intermittently unresponsive; and required multiple button presses to elicit a response. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen text was dim/faded, discolored and difficult to read. A test display screen was inserted and found to function properly with no visible signs of fading or discoloration of text. Also unrelated to the complaint, evaluation revealed that the audio bolus button was intermittently unresponsive and hard to push. The audio bolus button cover was removed and the internal plug contact was found to be misaligned. Contamination was also observed to the audio bolus button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.